Event description:
It was reported that the procedure was to treat the posterior tibial artery with mild calcification, mild tortuosity and 70% stenosis. The 2 x 120 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced on the guide wire to the lesion and inflated once without issue to 8 atmospheres. Upon inflation the second time to 8 atmospheres, the balloon was noted to be ruptured. The balloon was removed and replaced with a same size armada to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.